Event description:
It was reported the patient presented to the clinic with fatigue. An electrocardiogram was performed and revealed the patient was experiencing bradycardia. The pacemaker was unable to be interrogated and exhibited no response to the magnet applied to force pace the device. It was determined this was due to premature battery depletion. Reports from merlin.net were reviewed and it was identified that the device had gone into back up mode and the atrial lead oversensed noise, which triggered inappropriate mode switches. The pacemaker and atrial lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of premature discharge of battery and inability to interrogate were confirmed. The reported event of device in backup mode was not confirmed. The device had no output and no telemetry. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.